Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflet 3, and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect and 6mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. All three leaflets were thickened and swollen near the commissures. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.

Event description:
Edwards received information that a 3000 pericardial aortic valve with unknown size, implanted for unknown period, was explanted due to aortic stenosis secondary to structural valve deterioration. The patient presented with a symptom of heart failure. The device was replaced with a non-edwards device with concomitant tricuspid annuloplasty with no patient adverse event reported. The patient status was reported as 'recovering'. The surgeon commented that there was no relationship between the event and the device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. However, this event is likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfx pericardial aortic valve with unknown size, implanted for unknown period, was explanted due to aortic stenosis secondary to structural valve deterioration. The patient presented with a symptom of heart failure. The device was replaced with a non-edwards device with concomitant tricuspid annuloplasty with no patient adverse event reported. The patient status was reported as 'recovering'. The surgeon commented that there was no relationship between the event and the device malfunction.